Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager temperature monitor was malfunctioning. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy smart remote manager buffered temperature probe. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 09jul2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 15jul2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "temperature monitor is malfunctioning" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse went to the station and saw that temp probe was reading 64 going up and down. The fse replaced temp probe, and the temperature went back into range. The customer verified opening and closing the refrigerator door. During dchu visual inspection: p/n 136355-01: the assy srm buffered temp probe presented thermal damage in a section of the assy, cable, shielded, temperature. During dchu testing: p/n 136355-01 - assy srm buffered temp probe: no further testing due to evident thermal damage on the assy srm buffered temp probe observed during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).